Event description:
It was reported to philips that the system got stuck on the logo page. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned after moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed host-pc errors. The fse solved the issue by replacing the host-pc. The returned part was analyzed and confirmed to be defective. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.